Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Clarification was received that the customer was not hospitalized for anything diabetes or product related. The customer stated that his diabetes is under control.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Customer's blood glucose value was unknown. Customer reported no delivery alarm with one infusion set. The insulin pump will not be returned for analysis.